Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar complaints from the lot. All available information was investigated, and a cause for the entrapment of device (clip becoming caught in anatomy) cannot be determined. Image resolution poor was related to procedural conditions associated with difficulties visualizing the clip and leaflets during the procedure. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 4. A xtw (lot: 40321r1043) was placed anterior/septal commissure without issue. A second triclip xtw (lot: 40321r1041) was placed anterior/septal mid central. It was noted that the septal gripper had become entangled in a septal leaflet chord. Troubleshooting was attempted but was unsuccessful. It was decided to deploy the clip in place. The clip was deployed on both leaflets and septal chordae. Both clips were stable and the procedure ended with tr reduction to grade 1. There was no clinically significant delay.